Event description:
Plantar wart removal. Customer said the insert stated to hold it on the place of application for 20 secs. They believe this is too long. Patient suffered burn like injury to toe. Medical treatment was necessary.

Manufacturer narrative:
Multiple attempts were made to gain additional information. We examined the returned product and found it to be intact, with no visible damage or punctures, and that the cap was secure. The canister was test-sprayed 5 times and dispensed properly. Design master record 2158 was reviewed and there was no nonconformity during the production and product inspection. Root cause could not be determined. Returned products were inspected and there is no performance issue. The can is in good condition and spraying as intended.